Manufacturer narrative:
The valve was not returned for evaluation. Due to no product (or photos) being returned for evaluation, the reported event could not be confirmed. No relevant patient information is available for evaluation; therefore, no determination of root cause is possible. The DHR, complaint history, and label/IFU review did not reveal any issues that might suggest a manufacturing non-conformance has occurred. Therefore, no further corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the cause for the prosthetic cardiac valve thrombosis cannot be confirmed; however, the patient¿s multiple co morbidities could have contributed to the event. In addition, the edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a previously implanted aortic surgical valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to manage the sapien 3 valve in this scenario. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
Approximately 49 days post implantation of 23mm sapien 3 valve, the valve was explanted. As reported 2-3 leaflets did not open. Initially, the sapien 3 valve was implanted into an existing bioprosthesis valve. As reported, the patient was having symptoms during exercise and a follow up echo revealed failed leaflets with thrombus.